Event description:
Pt underwent ICD insertion in 2005 during routine office check found to have erratic v lead, impedance with oversensing of electrical noise. Pt returned to or the following month for aicd lead replacement for aicd failure.